Event description:
It was reported that a malfunction occurred with code malf 0 on the customer's device. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided the customer with pump reset information via email and advised them to contact support if the issue was not resolved.